Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). It was reported that there was a lead insertion difficulty during a procedure. The lead would go in, but not far enough to the back of the implantable neurostimulator (ins) to see the blue. They tried holding the lead and rocking the ins at 45 degrees each way. They tried backing out the set screw a little more. The healthcare professional (hcp) was grasping close to the insertion point. They ended up using a different ins and the lead inserted fully. The ins was sent back to the manufacturer for analysis. The issue occurred on the day of the report. There was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number: (B)(4)) revealed no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.